Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j11021r40, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphing (10 mg/ml at 2.5 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported the patient had a change in therapy effect. A dye study was performed on (B)(6) 2016 and the physician was unable to aspirate the catheter. The physician used two different needles and both times he had to pull hard to get the needle out of the port. The procedure was aborted since the hcp was unable to aspirate the catheter. The patient had a change in efficacy noted as sudden. The change in efficacy was noted as beginning in (B)(6) 2015. The representative was to follow-up with the hcp. It was later reported the representative was not sure why they had to pull hard to get the needle out and it was unclear why it would not aspirate. A CT myelogram was planned. It was noted further testing was to be done. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
The catheter (B)(4) was returned for analysis. Analysis of the catheter found no significant anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8711, lot# j11021r40,implanted: (B)(6) 2002, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.